Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 383059 lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the health care professional that there was right ventricular (rv) lead noise observed via multiple electrograms (egm) via a recent remote monitor transmission (can to rvcoil <(>&<)> rvtip to rvcoil). It was reported by clinic that this was observed in the past as well, similar "noise" without oversensing via the bipolar sensing circuit. Provocative testing was performed (i.e. Left arm exercises, isometrics and stretching/breathing exercises), while viewing rvcoil to svc, rvtip to rvcoil and rvtip to rvring egms. No noise nor oversensing were observed with any provocative testing. Lead impedance trends were stable. It was noted that the alerts were reprogrammed. The patient was instructed that lead is functioning within normal tolerances relative to past performance and a routine follow-up should be scheduled. The lead remains in use. No patient complications have been reported as a result of this event.